Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with a health care professional or manufacturing representative.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ¿possibly pulled a lead out of their battery.¿ no further information was available at the time of initial report. It was reported the patient¿s stimulation changed on (B)(6) 2013. It was stated the ¿stimulation was in the wrong location (in front of her legs) and not covering her back, hips, legs, and right foot.¿ it was noted the patient changed her programmer batteries and was ¿unsure if the stimulation was on or off.¿ the patient further noted she had her stimulation ¿off for a little while¿ and upon turning her stimulation on ¿she noticed it wasn¿t working right and wasn¿t taking care of what it was supposed to take care of and the whole thing was in the wrong area.¿ the patient was reported to have experienced a ¿burning sensation from her implantable neurostimulator (ins)¿ in her lower leg and hip ¿where bolts and screws are¿ and additionally experienced ¿bad nerve pain¿ that went ¿down her legs.¿ the patient reported she was ¿not sure if she pulled a wire or something.¿ additional information stated the patient continued to experience a¿burning sensation¿ and ¿intermittent burning at her ins pocket.¿ it was reported the patient experienced ¿back pain for the last two weeks¿ prior to (B)(6) 2013. The patient experienced ¿bad pain¿ starting five days after initial report and ¿more severe pain¿ that started six days after initial report. No falls or traumas were reported. It was noted the ¿ins pocket looked intact¿ with ¿no redness or swelling.¿ the patient was noted to have reported to the emergency room. Further information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3 7752, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).